Event description:
It was reported that high impedance was detected on the first generator used during an initial vns implant. . The doctor checked pin insertion and placement of the electrodes on the nerve and everything was okay. The doctor attempted to reinsert the pin into the generator but it still showed high impedance. They attempted to do a generator diagnostics test with a test pin but due to communication issues, a generator diagnostics test could not be completed. After a new generator was attached no high impedance or communication issues were observed the device history records of the generator was reviewed. The generator passed final functional and quality specifications prior to release. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator . High impedance due to a suspect generator problem was not duplicated in the pa lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The generator performed according to functional specifications with no anomalies identified. There were no performance, or any other type of adverse condition found with the pulse generator. Per the internal data, impedance on date of event was within normal limits at 4044 ohms, which indicates that ok impedance was detected on date of event. No anomalies in the data identified. No further relevant information was received to date.

Event description:
The suspect product was received for analysis, but analysis has not been completed o date. No further relevant information has been received to date.